Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02957. Patient information was not provided. Device evaluation: the device returned for analysis. The reported event was confirmed through the evaluation of the right sided mechanical circulatory support system. Upon its return, minor scratches to the motor housing were observed. The motor was connected to a mock loop and no alarms were present. However, manipulation of the motor cable near the bend relief triggered the reported motor and system fault alarms. There appeared to be an intermittent open wire or short within the cable, making the motor irreparable. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was placed on right ventricular extracorporeal circulatory support on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient was taking a walk when the nurse called the vad coordinator to report that the console was indicating low flow. Upon presenting to the room, the vad coordinator observed that the console was indicating a ¿system fail¿ alarm and the pump had stopped. The console and motor were exchanged to the backup systems. Patient support was restored without any further issue. The blood pump did not need to be replaced. No adverse effects to the patient were reported. The patient remains stable in the intensive care unit (ICU) on extracorporeal circulatory support for the right ventricle and an lvad from another manufacturer for left ventricular support. No further information was provided.